Event description:
It was reported there was a communication problem and the patient was seeing the reposition screen. One day prior to report they were able to recharge for approximately 45 minutes however on the day or report the patient was unable to communicate with the patient programmer or insr and had no stimulation sensation. Information omitted pertaining to event (B)(4) ¿ insr not communicating 2013. These events are not related. No interventions or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 290630001, implanted: (B)(6) 2011, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery went dead about a month prior to (B)(6) 2014 and it refused to take a charge. The patient stated, "they put a revision in if the paddle was bad. They were going to change the paddle but they found out there was something wrong with the battery." The patient noted it was "read" a couple months prior to (B)(6) 2014 and it was fine. Then, it would not charge up and the battery went dead and neither the recharger nor programmer would read that there was a battery. The patient had the implantable neurostimulator (ins) replaced (B)(6) 2014. The patient had some success with it. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery had been in overdischarge and no longer functional and as a result it was replaced. As far as the manufacturer representative was aware the patient was receiving effective therapy with the new device.